Event description:
A report was received that the physician suspected the patient's battery was implanted too deep as patient was having difficulty charging the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced per physician's preference.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and repositioned. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the physician suspected the patient's battery was implanted too deep as patient was having difficulty charging the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced per physician's preference.